Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Concomitant products: 4194 implantable pacing lead, (B)(6) 2004; 5076 implantable pacing lead, (B)(6) 2004.

Manufacturer narrative:
Product event summary : performance data collected from the device was also received and analyzed. There was a low battery voltage alert for recommended replacement time (rrt). The time of rrt in the device memory occurred on (B)(6) 2012. Device rrt is less than or equal to 2.62 volts.

Event description:
The device was explanted due to reaching the recommended replacement time. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.